Event description:
The customer reported that "check vent: backup alarm failed". The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
During further investigation (fi), the reported problem could not be reproduced. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. No root cause was established as the reported problem could not be reproduced.